Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The stryker service representative observed that the on/off button of the customer's device is unresponsive and caused the device not to be able to power on. The customer declined the reparation of the device. Stryker warned the customer not to use the device.

Event description:
The customer contacted stryker to report that their device would be able to power on and off only upon inserting and removing the battery. Upon evaluation, stryker observed that the on/off button of the customer's device is unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would be able to power on and off only upon inserting and removing the battery. Upon evaluation, stryker observed that the on/off button of the customer's device is unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section g3 reportability awareness date of initial MDR indicates: 03/07/2024 section g3 reportability awareness date of initial MDR should indicate: 03/06/2024

Manufacturer narrative:
It was determined that the cause of device not powering on was a faulty power pcba. The cause of the observed issue on/off button not responding could not be determined.

Event description:
The customer contacted stryker to report that their device would be able to power on and off only upon inserting and removing the battery. Upon evaluation, stryker observed that the on/off button of the customer's device is unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.